Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a blood clot issue occurred. The investigation was completed on 18-sep-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, blood residues was observed on the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. A device history record could not be performed since the lot number was not provided. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a section on the hub that had a blood clot that they could not get to flush out of the sheath according to the physician. When the sheath was replaced, the issue resolved. Additional information was received. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not broken, cracked nor totally separated. There was no leakage issue. The blood clot was observed during the procedure. Air did not enter the patient¿s body. There was no patient consequence. The issue did not require treatment. The investigation was completed on 24-may-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the side port tubing was detached from the hub of the sheath. Additionally, reddish material inside the hub of the device was observed. Due to the condition of the device an irrigation test could not be performed. Due to the side port tubing being detached a supplier manufacturing investigation was requested and determined that the glue was correctly applied and there were no signs of degradation; therefore, this issue is considered not manufacturing attributable. A device history record was performed, and no internal actions related to the reported complaint were identified. The clot issue reported by the customer was confirmed. The potential cause of the clot issue could not be conclusively established. The potential cause of the side port tubing detachment could be related to the handling of the device after the procedure, as this was not reported initially; however, this could not be conclusively determined. The instructions for use (IFU) instruct to: inspect all components before use. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-may-2024 there was an additional lab finding of the side port tubing detached from the hub of the sheath. Bwi became aware of the side port tubing detached from the hub of the sheath on 24-may-2024 and have also assessed this returned condition as reportable. Explanation of codes: -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: catheter hub (g0402301) were selected as related to the customer¿s reported ¿blood clot¿. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the biosense webster inc. Analysis finding of the ¿the side port tubing detached from the hub of the sheath¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initially under the 3500a initial, the lot number was unknown and therefore, under the 3500a follow-up #1 providing the picture investigation summary, it was reported, ¿a device history record could not be performed since the lot number was not provided.¿ since then, the bwi product analysis lab received the device for evaluation and during the evaluation of the device, the lot number was retrieved. Therefore, the picture investigation was reopened to update the investigation with the device history record and to populate the lot, expiration date, and device manufacture date fields. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a blood clot issue occurred. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, blood residue was observed on the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed based on the picture received. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Therefore, added under h6. Type of investigation ¿analysis of production records (b14)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a blood clot issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a section on the hub that had a blood clot that they could not get to flushed out of the sheath according to the physician. When the sheath was replaced, the issue resolved. Additional information was received. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not broken, cracked nor totally separated. There was no leakage issue. The blood clot was observed during the procedure. Air did not enter the patient¿s body. There was no patient consequence. The issue did not require treatment. The blood clot issue was assessed as MDR reportable.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).